Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and transmitter, transmitter device unable to charge and lost sensor alarm. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-7841zn, mmt-7040a. The customer reported a loss of communication between the transmitter and the pump. Troubleshooting was performed and it was confirmed that the transmitter serial number was programmed in the pump and the transmitter was not damaged. The customer declined further troubleshooting. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. The customer will discontinue using the transmitter. Mmt-7841zn was requested and customer response was the device will be returned. No product return is required for mmt-7040a.

Manufacturer narrative:
Received and placed unit under microscope and found physical damage to cow catcher / connector pins. Unable to perform functional tests or verify battery charge anomaly due to physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.